Event description:
Removal of endosseous dental implant. Three implants were placed in class 3 bone during a complex procedure on 10/29/96. The implant in site #3 was placed into a previously grafted sinus augmentation. It was later removed on 12/17/96. The clinician reports that, although primary stability was achieved, the quality of the bone graft in the area did not offer much resistance to the drill once the alveolar bone was perforated.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.